Event description:
Related manufacturing reference number: 2017865-2023-00658. Related manufacturing reference number: 2017865-2023-00660 . It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead, left ventricular lead, and pacemaker exhibited noise. No intervention was performed, and the patient will be continued to be monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that there was no allegation of malfunction on the pacemaker. The patient remains stable.